Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. This device was included in that field action.  Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance value was beyond the expected upper range. Elective replacement indicator (eri) due to high battery impedance was recorded on 2013-(B)(6), prior to explant. Ramware version 3 was installed on 2011-(B)(6) prior to explant. This device was included in that field action and device memory testing found the device did perform as described in the field action.

Event description:
Additional information was received indicating the device was explanted.

Event description:
It was reported the device battery depleted prematurely due to increased battery impedance. The device remains in use and a device replacement is planned. No patient complications have been reported as a result of this event.